Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, the handle rotation system is damaged. Neither patient injury nor medical intervention has been reported. Additional information, the customer reported, no response, when asked if the wire broke, the device did not break during patient use or inside the patient's body. The patient was not injured or require medical intervention. On 07dec2016, after the device was received at plant it was noted the cable was broken.

Manufacturer narrative:
(B)(4): one (1) 89-6111 device was returned for evaluation. The product engineer, manufacturing engineer and the quality engineer confirmed the reported issue. Visual examination revealed that the end cap to the handle was missing and the cable wires were protruding out of the back of the rotation knob. The handle was extremely loose from the long extension tube and tube seems to overextend the positioning where the flush port meets. The cable was broken (partially frayed) and the nitinol wire was of a bluish color and diameter which was not of bd craftsmanship. The segments were still retained on the device however, due to the segments being assembled in the incorrect position and excessively worn, the device would never be able to obtain the original triangular shape even if the cable had not been broken. Lastly, the etching on the device indicated the device was manufactured in 1999 (17 years old) and was never repaired by bd. The device was one of the oldest designs for this product and therefore never received bd¿s design improvements. In addition, the original bd etching was missing and there was etching on the device that was not from bd. Based on the observations the root cause of the reported failure is due to an improper third party repair. The device is 17 years old, has been repaired by an unknown source and is unrepairable; therefore, it has reached its life expectancy. It has been recommended to review the product¿s instructions for use, IFU (B)(4), particularly the inspection/maintenance, and repair sections. Bd will continue to trend and monitor this reported issue and for this product family.